Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was not returned to zoll for evaluation. The reported event of "the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message after suk leak" was confirmed during functional testing and event log review performed by biomed technician at the customer's site. The root cause was due to the defective air trap block. Upon visual inspection, no physical damage was observed. During functional testing, the thermogard xp ivtm system failed due to mid:09 (air trap assembly) error message. The event log review showed occurrence of mid:09 (air trap assembly) error message on the customer reported event date. The cause for the error message was due to the defective air trap block. The air trap block was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The system was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient use, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message after suk leak. No known impact or consequence to patient information was available.